Manufacturer narrative:
(B)(4). Batch #822a94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two reload present. The ecr45d reload (b) was received partially fired 1/10. The ecr45b reload (c) was received partially fired 1/3 with the reload pan partially dislodged at the proximal end from the right side and 3 double drivers out of position. The returned device and reload were tested for functionality in the straight position by resetting and reloading (b) it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 822a94, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.